Event description:
It was reported that the patient had died five months after the implant of the device. The caller reported that alerts were triggered when the coroner cut the leads for device removal but no other alerts or issues with the device are known. No allegations have been made against the device or leads. Cause of death and additional information have been requested and not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.